Manufacturer narrative:
Updated: d4, d6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, no pre-balloon aortic valvuloplasty (bav) was performed. The valve was recaptured twice into the delivery catheter system (dcs) due to severe constraint. After the first recapture, a second deployment attempt was made, but the issue did not resolve. After the second recapture, the valve frame was noted to be severely constrained, and the valve and dcs were removed from the patient. Of note, the patient's anatomy was heavily calcified, which may have contributed to the expansion issue. A pre-bav was performed and a new dcs was used to successfully implant the same valve. No adverse patient effects were reported.